Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of 571 mg/dl and the bg level was addressed with a bolus via the pump. During troubleshooting with tandem's technical support, the customer saw air bubbles in the patient line. Reportedly, the customer successfully primed the tubing to remove the air and insulin delivery was resumed.